Manufacturer narrative:
Date of initial report: 2017-07-10. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open after the third activation. A new device of the same type was used to continue the procedure. No patient injury occurred or medical intervention was required.